Event description:
It was reported that the 9800 sys had a low ma and regulator failure error messages during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries and battery charger were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.